Event description:
It was reported that this spinal cord stimulation (scs) system was replaced for an unknown reason. The location of the implantable pulse generator (ipg) and lead remains unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: despite good faith efforts, the exact date of the replacement procedure could not be confirmed. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).